Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7133643. UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent revision procedure. Upon removing the old leads the physician attempted to place new leads, however there were lots of scar tissue present the leads were anterior after multiple attempts. The physician decided to abort the case. Nothing implanted. The patient was doing well postoperatively. The explanted device components were discarded and will not be returned.